Event description:
It was reported that after the diagnostic endoscopic retrograde cholangiopancreatography, the physician noticed that the tip got disconnected in the patient's stomach. The distal tip was retrieved using a different scope. There are no reports of further patient harm.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-01019. This report is related to the following linked patient identifier: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection, however, technical assistance (tac) provided remote troubleshooting and the reported failure was confirmed. It was reported that there was a tear in the cap. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.